Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not passing the battery removal test; when the caller opened the battery drawer the epg shut off. Troubleshooting steps were taken to no avail. The status of the epg is unknown as technical services (ts) recommended to discontinue use of the device. There was no patient involvement.